Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the insertable cardiac monitor exhibited premature battery depletion. The device was explanted and replaced. The patient was discharged.